Event description:
It was reported that (2) screws are backing out of the resonate plate 1 year post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows two screws backing out. There are no plans for a revision surgery. No determinations could be made as to the cause of the reported issue.